Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg site wound not healing properly and reopened. Follow-up information indicated that the physician opted to explant the ipg to address the issue.